Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that one case screw was contaminated, the display red wire was pinched but the insulation was not compromised, and the batteries returned were of two different makes and have a protruding nipple on the negative side of the batteries, the hi-watt battery measured 1.58 volts and the panasonic measured 1.58 volts no load. Inspected electrical and mechanical parts. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and then it passed final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) turned off without an alarm while connected to a patient. The epg was exchanged for another. The epg is expected to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the device for failure analysis purposes. Visual inspection revealed no anomalies. Bench analysis found that tapping the device on the bench caused intermittent battery contact indicating the need for the shorting bar fix. The device was run on the automated test console, all tests passed. The error log was reviewed, indication of the shorting bar issue was present in the log. Also indication of the device shutting down due to end of battery life. Conclusion: reported event could not be confirmed. Based on the log entries two conclusions could be made: the device lost battery continuity for a long enough period for the super capacitors to deplete; the customer let the device run until the shutdown voltage as indicated in the log and the device shut down as expected. Correction: this device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was further reported that the generator had been returned for service and for a test and calibration procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.